Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, recurring issue on the universal surgical manipulator (usm2) not recognizing the instrument was observed. Intuitive surgical, inc. (Isi) technical support engineer (tse) had customer check the presence pins on the usm and they seem to be working normally after a little troubleshooting. Isi clinical sales representative (csr) confirmed that the instrument still will not engage on the usm2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the system functionality was checked upon powering on the system. The system initially powered on without errors. Usm drapes were readjusted, different instruments were tried; however, issue persisted. The procedure was able to be completed with 3 usm arms, instead of 4.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, but the reported failure (arm 2 not recognizing instrument) could not be replicated. The usm was tested on an in-house system and passed in normal mode as multiple instruments were installed and all were recognized. The usm was also tested on a test platform and passed all tests.